Event description:
During an open thrombectomy, the physician was using the small clip applier. The physician noted that the clip applier became jammed and tore the patient's artery at the surgical site.